Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or photographs provided to confirm the reported event. No information provided in regards to the time the implant was in-situ nor if post-operative restrictions were followed. No root cause can be determined at this time. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "... Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "...preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit post-operative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."

Event description:
A patient underwent a posterior spinal fusion procedure at l2-s2ai levels. Post-operatively a broken rod was discovered at l5/s2ai levels on the right side. On (B)(6) 2017 a revision procedure took place where an in-line rod connector was utilized to add an additional rod to the right side. The construct was also extended to t10 level due to proximal junctional kyphosis. No patient harm or injury was reported.